Event description:
It was reported that this pacemaker was explanted due to concerns of premature battery depletion (premature battery depletion (pbd). A new device was successfully implanted. No additional adverse patient effects were reported. This device has returned and analysis is anticipated.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns regarding premature battery depletion. Device was explanted and returned for analysis no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device shown normal current drain, power level has not gradually increased over the past year. Device is operating within specification. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.